Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing, and stressing without duplicating the report. The customer's multifunction cable was not returned and could not be visually inspected or functionally tested. The multifunction receptacle and cable were replaced as a precaution. The device will be returned to the customer. Analysis of reports of this type has not identified an increase in trend.